Event description:
An adverse skin reaction was reported with the abbott diabetes care (adc) device. The customer reported experiencing skin irritation and itchiness around the device's insertion site. The customer removed the adc device and was capable of self-treating with dermovate (clobetasol propionate-topical corticosteroid) ointment that was previously prescribed by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to the customer is unwilling to. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.